Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and ran performance testing and found the sipper nozzle black coating was peeled off. He changed the sipper nozzle and both measuring cells. Further investigation by the manufacturer did not identify a specific root cause for the event. Based on the provided data and analyzer alarm trace, a sample pipetting issue was suspected. This could be caused by an issue with the sample pipetter, bad sample quality, wrong tubes, or cap holder alignment. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the e module. There was an erroneous result for intact human chorionic gonadotropin + the b-subunit (hcg+b) for one patient. The patient was a (B)(6) female. The patient's weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.